Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge and the trailing haptic was torn off during injection. The lens was removed and another iol was successfully implanted without any pt injury. The pt's current prognosis is good.

Manufacturer narrative:
Eval results: a lot order search was performed on the cartridge and there were no similar complaints found.